Manufacturer narrative:
G4: 02oct2019; b4: 03oct2019. The manufacturer¿s international service technician confirmed the reported backup alarm failure issue.the manufacturer¿s international service technician replaced the central processing unit printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Backup alarm failed error. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 29oct2019. Date of report: 30oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/20/2019.

Event description:
Backup alarm failed error. There was no patient involvement.